Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip and missing the reservoir tube o-ring. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was also received with cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer states their pump was damaged. The customer states their reservoir compartment was damaged. The customer states their blood glucose level was in the 400mg/dl and 500mg/dl range. The customer states they have been using tape to hold the reservoir in place, and believe they are not receiving insulin. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.